Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400088 was returned and analyzed. Visual inspection showed the catheter was intact without any visible issues. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The shape of the capture device was unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, a kink was observed along the extended portion. A test guidewire was inserted and passed smoothly through the luer at the proximal end, but could not be extended out through the tip due to the presence of the kink on the guidewire lumen. The catheter was reprogrammed before connection to the generator via a test cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter did not pass the returned product inspection due to a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was removed from the patient and it was observed that the guidewire was unable to advance through the tip of the catheter. The guidewire was replaced without resolution. The catheter was r eplaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.